Manufacturer narrative:
A visual analysis of the returned device revealed that the balloon was torn longitudinally. The cause of the event is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-3521 for a description of the second event. It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure the day before (patient age, gender and weight unknown). According to the complainant, the target site was the anastomotic stricture between esophagus and stomach. This device was inserted into the scope. The balloon was inflated to 4.5atm (16.5mm) for 3 minutes. The balloon was deflated. The balloon was attempted to inflate to 7atm (18mm) but the balloon was ruptured at approximately 5atm.